Event description:
Boston scientific received information via their literature review process, that these two right ventricular leads exhibited sensing issues and ultimately needed to be replaced. During the extraction process of the fineline ii product, the lead manifested an apparent fracture. No further details on the endotak reliance lead provided within the context of the article; however, it was mentioned the lead was removed for a similar anomaly. The author of the publication was contacted however, unable to provide the associated serial numbers of the leads, so as to cross reference our internal complaint handling system for previously entered information. While no other adverse patient effects were reported, the lead was removed via the femoral approach with a laser technique, as was the discussion of this publication.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.